Manufacturer narrative:
The catheter was returned, and analysis found broken catheter, catheter hole caused by deep abrasion and catheter/sutureless con nector/coring-tears-cutes in seal. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that patient had a 8709 only and that was removed and sent in. No additional catheters were available. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). Additional catheter with unknown serial number had been returned.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(4) 2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 500 mcg/ml concentration at 245 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that patient had a baclofen intrathecal baclofen (itb) pump. Patient started feeling a stiff neck. Patient asked the healthcare professional to x-ray catheter and they determined a revision needed to be done. During catheter revision on (B)(6) 2018; it was noticed that the catheter had a been severed/fractured in the spinal segment for reasons unknown and unavailable. Environmental/external/patient factors that may have led or contributed to the issue was that patient was paraplegic but stated he still did a lot of outdoor extreme sports like water boarding. He tried his best to live an active life as much as his abilities would allow. He stated he had fallen many times due to his condition and this may have contributed to the catheter being severed. Actual cause was unknown and unavailable. A x-ray was performed as a diagnostic and determined catheter needing revision. Surgical catheter revision was taken to resolve the issue. Entire catheter was removed and a new one was implanted (zero trimmed). At the time of this report, the issue was resolved and patient status was alive- with injury. Details of injury was that patient was paraplegic and this was a reason for having a pump. The explanted catheter would be returned and the rep had possession of it. No further complications were reported.